Event description:
The consumer reported receiving a burn to his calf from the heating pad. The pt was seen at the emergency room, and then sent for an ultrasound to confirm that there was no blood clot resulting from this injury. The consumer reported that they had a few layers of skin peeling off of his calf. Burns of this nature are caused by the consumer laying or leaning against the heating pad which is contrary to the product's clear instructions for proper use.